Event description:
The leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up with the physician reported that both 4965 leads were placed on the rv (right ventricle) and that the patient developed a strong pocket twitch with the 4965 lead that was active in the rv port, so it was abandoned. The other rv placed lead was active in the atrial port. The patient developed intermittent non-pacing and experienced a syncopal episode in (B)(6) 2010. The doctor did not know which lead was in which port of the device. On (B)(6), 2010, they elected to replace the ipg along with the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis. (B)(4) distal conductor fractured; the proximal segment was returned for analysis.